Manufacturer narrative:
Pump received with high stop current due to faulty c4/rfb. Pump received with cracked case at display window corner, minor scratched display window. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had a shorter battery life than normal. Caller stated that they received a replacement battery cap, which did not correct the issue. Blood glucose level at the time of the incident was not provided. The customer's wife was advised that the insulin pump would be replaced and agreed to return the product for analysis.